Event description:
It was reported that a patient presented in clinic for a scheduled follow-up. Upon review, the implantable cardioverter defibrillator could not be interrogated with multiple attempts. The device appeared to be end of life. The battery voltage longevity was at 37% with 2.7 years estimated on (B)(6) 2017. The device was explanted and replaced. The patient¿s condition was good after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(4) 2016.